Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was continued after user started up the system again. Philips remote service engineer (rse) checked the system. Rse interviewed the user who accidentally turned off the system. Upon restarting the system, it resumed normal operation and was prepared for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system after user started up the system again. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was shutting down, which can indicate a booting issue. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.